Event description:
It was reported that the "patient's right side was not being stimulation at all since implantation and the left side was breaking down." The patient stated that "he was told there was an issue with the leads." The patient further stated that reprogramming of the device had not been successful and he was planning to have the system revised. The patient outcome was not provided. Additional information was requested, but was not available as of the date of this report.

Manufacturer narrative:
Concomitant medical products: product ID 748940, serial# (B)(4), implanted: (B)(6) 2005. Product type: extension: product ID 748940, serial# (B)(4), implanted: (B)(6) 2005. Product type: extension: product ID 74002, lot# n311727, implanted: (B)(6) 2012. Product type: adapter: product ID 3888-33, lot# j0545143v, implanted: (B)(6) 2005. Product type: lead: product ID 3888-33, lot# j0545143v, implanted: (B)(6) 2005. Product type: lead: product ID 37754, serial# (B)(4). Product type: recharger: product ID 37744, serial# (B)(4). Product type: programmer, patient. (B)(4).